Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not power on) was confirmed. Upon evaluation, the q5 and u9 components were shorted. The cause of the inability to power on is the shorted components. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the shorted components. The patient received a replacement charger/modem.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) patient's charger would not recognize battery packs. The patient was issued a replacement charger/modem.